Manufacturer narrative:
Additional information was received on february 13th, 2016 which stated that the reported issue was found during testing and prior to patient use. As the reported issue was observed prior to use, it is not a malfunction reportable event. Additionally, there was no reported death, serious injury, delay of therapy, or medical intervention; therefore this not a serious injury reportable event. Based on the additional information received, this event is no longer reportable.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by the customer that the cuff deflates. Additional information has been requested and not received. No adverse events reported at this time.